Event description:
A nurse reported that during surgery the system instrument stopped working. The surgery was completed with another system instrument without any problem. The pt current condition is unk. This issue caused a delay of a few minutes. Add'l info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).